Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-03738 and 1627487-2013-03739. The patient reported, she experienced chest pain when she turned on system stimulation and subsequently stopped using and charging the system. The scs ipg is now non-functional. The patient also reported, the chest pain began since implant. The physician believes the lead might have migrated which is causing the chest pain. The patient wants her scs system removed; however, the physician determined there may be a risk of paralysis. The patient stated, she will be scheduling an appointment with the physician for an explant. Follow-up identified the patient is scheduled to meet with an sjm representative for troubleshooting at a later date.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.